Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic left anterior resection, the device was assembled with no problems and able to be fired on an open procedure, with no issue leak test was performed and it was fine. However, patient got bad and leakage was verified. To resolve the issue the patient needs to be readmitted and performed second surgery. The patient also had a permanent colostomy. The patient extend hospital stay due to the device issue.